Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-95, serial/lot #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, ubd: 28-oct-2017, UDI#: (B)(4). Product ID: 37085-95, serial/lot #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, ubd: 18-jan-2016, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an ins pocket infection resulting in the explant of their ins and extensions. The issue was considered resolved at the time of the report. No further complications were reported as a result of this event.